Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was interrupted when the device was turned on during inspection for use involving an olympus rigid video laparoscope. There were no reports of patient injury.